Event description:
The advocate stated the customer tested her blood glucose and received a reading of 10 mg/dl using her contour ts meter. She retested using another meter and received a reading of 224 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The advocate also insisted the meter be replaced. Replacement products were sent to the customer.